Manufacturer narrative:
According to the initial review upon receipt, the complaint was verified. The investigation is ongoing; a supplemental report will be submitted after the investigation has been completed.

Event description:
It was reported that there was an issue with the product th104 image1 s, h3-za camera head. Customer reported that the image went black during a laparoscopic salpingectomy procedure. Customer confirmed they were able to complete the case with another camera, and that there was no injury to the patient. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Investigation summary: complaint verified - a functional test confirmed that the customer's camera would not produce and image. During testing, a test fixture cable was installed, and the issue no the issue returned once again. The test fixture cable was swapped out with the customer's cable several times and the issue always followed the customer's cable. A cable characterization was unable to detect any issues, but when the customer's cable was used, troubleshooting found the cable (hot-head board) was unable to provide any of the proper voltages. This voltage issue did not occur when using a known working test fixture cable. Ultimately, the customer's cable will need to be replaced to address their issue. Root cause: a defective hot-head circuit board in the cable potting was not providing the proper voltages.